Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, a patient underwent an unknown surgery that included injection of the bone cement, and the surgery was completed successfully. The next day, on (B)(6) 2022, the patient was experiencing symptoms of stroke that progressed on the following day. The sales rep thinks there is no casual relation to the surgery with the cement, however the rep is confirming the status of this event. This report is for traumacem(tm) v+ injectable bone cement ¿ sterile. This is report 1 of 1 for (B)(4).